Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 470-510 mg/dl. Elevated blood glucose was addressed by correction bolus via the pump. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.